Manufacturer narrative:
Calibration and qc were acceptable prior to the event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys anti-hav assay gen.2 results for 1 patient sample on a cobas e 801 analytical unit. The initial anti-hav result was 0.790 coi, interpreted as reactive. The sample was recentrifuged and repeated. The repeat result was 1.19 coi, interpreted as non-reactive. The next day, the sample was recentrifuged again and repeated again. The second repeat result was 1.19 coi, interpreted as non-reactive. The initial result was not reported outside of the laboratory. The reagent lot is 625717 and the expiration date is 31-jul-2023.